Manufacturer narrative:
Additional information received: the implant and exchange were done intraoperatively. The reporter stated that the surgeon "pulled the len with too much power, so the tear was broken." (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: off label use (below 21 years of age at the time of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2017. On the same day, the lens was exchanged due to lens tear/beak during injection into the eye. The problem was resolved. As of the date of MDR submission, the lens has not been returned. Attempts to contact to the customer for additional information have been unsuccessful.

Manufacturer narrative:
The diopter is -13.0. Date is (B)(6) 2017 for follow up #1. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue) and the lens missing piece of haptic. (B)(4).